Event description:
It was reported that cartridge alarm 30 occurred on pump, and caller had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump, provided instructions for placing pump into storage mode and returning it within required time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.